Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and motor error alarm. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer stated that the insulin pump display was blank and there is a missing piece on top of the battery cap. Customer also reported that the insulin pump had a motor error alarm and the customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with blank display due to missing battery tube spring.the battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test or verify motor error alarm due to blank display.